Manufacturer narrative:
Investigation results completed on a smith medial cadd ms3 pump. Device arrived in good physical condition. The complaint was not able to be validated as no evidence available in the event log and when testing done, unable to duplicate the event and validate the complaint. No fault found and complaint not confirmed.

Event description:
Investigation results completed on a smiths medical cadd ms3 pump.

Manufacturer narrative:
The initial reporter is a consultant, specialty programs. The medwatch form was submitted by (B)(6) with the patient identifier (B)(6).

Event description:
Information was received indicating that a smiths medical cadd ms3 pump's program was erased. The patient was able to use a backup pump. The reported issue did not occur while in use with a patient, the infusion was life sustaining and there was no adverse event or patient injury.